Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-00989. It was reported during the scs implant procedure the patient experienced multiple cerebrospinal fluid leakages. Also, the physician was unable to advance one of the lead in to the epidural space. As a result, the physician abandoned the case. Postoperatively, no residual headache or complications reported.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-00989. Additional information received identified the issue resolved with caffeine and bed rest.